Event description:
During chiari procedure; surgeon used ethisorb dura patch on pt. A couple of months post-op surgeon reported the pt has pseudomeningoceal. He reported that there appeared to be a cerebrospinal fluid leak and that when he looked at new MRI/scan; he saw no dura whatsoever. Surgeon was under the assumption that there would be a "neo-dural" on-growth of replacement dura after the ethisorb absorbed but there was not. As yet there has been no reoperation.